Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/30/2015. Additional information: the pump with serial number (B)(4) was returned to animas on 06/23/2014 and was not associated with a complaint; therefore, it was dispositioned to scrap. On (B)(6) 2015, the serial number for this complaint file was updated to the correct serial number (B)(4); however, due to the pump¿s previous disposition to scrap, product analysis could not be completed. Correction to brand name, model #, serial #, & PMA/510(k) #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.